Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for a scheduled device change out procedure. During the procedure it was noted that the right ventricular lead exhibited high impedance and exhibited failure to sense. It was noted that once the lead was removed from the device and when the connector portion was touched, the connector pin was wobbly and it was extended when pulling. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the connector tip measuring 15.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.